Manufacturer narrative:
An event of ventricular fibrillation and right heart distension after implant was reported. The report that the valve seemed larger than the sizer could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the arrhythmia subsided when a smaller, 19mm valve was implanted. Of note, the user described the sizing as tight, but would adequately fit.

Event description:
On (B)(6) 2019, a 21mm trifecta gt valve was selected for implant. Per the user, the selected 21mm valve would be a tight fit but should adequately fit. The valve was seated and placed with a cor-knot. The user stated that the valve seemed slightly larger than the sizer. After coming off bypass, the patient developed v-fibrillation and right heart distension. A saphenous vein was harvested and a single vessel bypass from the distal rca was performed. The arrhythmia persisted so it was decided to remove the valve. The device was replaced with a 19mm tfgt, the arrhythmia subsided and the patient was weaned from bypass successfully. The patient is stable and recovering.